Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was observed. The cause was determined to be a backed out hex screw in the upper left hand corner of the pump, which prevented the battery from sitting properly in the rear case, and therefore prevented a proper connection of the battery contact pins. The hex screw was replaced during the repair process.

Event description:
It was reported that a spectrum pump had multiple shutdowns, which was clarified during baxter's evaluation as the unit turning off by itself on dc power. It was also reported there was no patient involvement.